Manufacturer narrative:
Additional information: d9, h3, h6. Explant was reported due to asthenia and chest pain. The investigation found that leaflet 1 and 2 were torn. There was circumferential fibrous pannus ingrowth on the inflow surface which narrowed the inflow diameter and extended onto the base of leaflets 1 and 3. Calcification was present within the pannus. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2013, a 21mm sjm trifecta valve was implanted. The patient presented with dyspnea asthenia and chest pain. On (B)(6) 2020, the valve was explanted and upon explant a small valvular leak was noted. A 21mm edwards inspiris resilia valve was successfully implanted. The patient was reported to be in stable condition.